Event description:
An endurant stent graft system was implanted for the treatment of a fusiform abdominal aortic aneurysm. It was reported that a type I endoleak was noted which seemed to be led by enlargement of proximal neck diameter. An additional aortic extension was implanted to resolve the endoleak. The patient will be monitored by the physician. No additional clinical sequelae were reported. The physician stated that enlargement of proximal neck was due to the disease progression.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The devices were explanted during surgical conversion due to aneurysm expansion. Details of the implant including the patient's anatomy were not provided. Approximately 2 years after the implant a proximal type I endoleak caused by disease progression (enlargement of proximal neck diameter) was reported, and an endurant aortic extension was implanted to resolve the endoleak. It was recently reported that the patient was converted to open repair due to aneurysm expansion cause by a type I endoleak, or, possibly caused by a suture leak or type IV endoleak observed during the surgical conversion. Films were not available for review. From the examination of the returned devices and clinical information provided the exact cause of the aneurysm expansion could not be determined. However, this appears most likely to have been caused by the reported proximal type I endoleak. The device was returned transected and incomplete. The bifurcate was transected into 3 sections: the aortic body was transected proximally between rings 4 <(> <<)>(><(>&<)><(><<)>)> 5 and distally at the flow divider. The proximal bifurcate stent rings 1 ¿ 3 and the suprarenal stents were not returned. The flow divider <(><<)>(><(>&<)><(><<)>)> proximal limb section was transected distally just below the level of the gate, and the distal ipsi limb segment was also returned. The contra limb was returned implanted within the gate and was transected two stent rings below the gate. The majority of the aortic cuff was not returned; only the distal stent ring #4 was returned detached from the bifurcate. Other than these transections likely caused during the explant, there were two fabric holes observed on the bifurcate aortic body. A 2.3 mm length and a 1.0 mm length fabric tear were seen in closed proximity to each other between stent rings 4 - 5; approximately 5 mm above the proximal stent of the contralateral. The exact cause of these tears is unknown, but appears most likely to have been caused by abrasion from bifurcate stent rings 4 and/or 5, or possibly from the underlying aortic cuff. It is possible that these h oles may have contributed to the aneurysm expansion, however no endoleak was reported in this location and these holes may have been covered by the aortic cuff. Films were not available for review; therefore, the in-vivo configuration of the stent graft during the implant duration could not be assessed. No additional stent graft integrity issues were observed. The proximal portion of the bifurcate and majority of the aortic cuff were not returned, thereby limiting the extent of the stent graft evaluation regarding the reported proximal type I endoleak. It is possible that the observed suture hole or type IV endoleak seen during open repair may have been exacerbated by the heparinization of the patient and stent graft manipulation during the conversion. No expanded suture holes were observed on the returned devices and it could not be confirmed if this observed endoleak seen during open repair was present in-vivo. Per review of the device history record, the device was verified to have met all endurant manufacturing specifications and quality inspections prior to shipment. This includes dimensional verification, packaging, delivery system inspection, and stent graft inspection.

Event description:
Additional information was received for this case. It was reported that the patient was converted to open repair due to aneurysm expansion cause by an unknown endoleak. No additional clinical sequelae were reported.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.